Event description:
Dose or amount: denture cream. Frequency: 2# daily. Route: oral. Dates of use: 1994 - 2009. Diagnosis or reason for use: denture. Event abated after use stopped or dose reduced: no.